Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), product type programmer, patient; product ID 3093-28, lot # va0uuuf, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A patient reported a medical history of back surgery after a fall and a torn rotator cuff prior to implant. Her indication for use was noted as urinary dysfunction. Therapy was wonderful until a few weeks prior to (B)(6) 2015; then she had intermittent therapy and intermittent stimulation. She felt stimulation but it would slowly slip away and return. Symptoms included a return of urge and frequency symptoms. The patient also had leakage, was wearing double diapers, and had wet through both sets on a few occasions. The change in therapy and symptoms was noted to be sudden. The patient was not turning stimulation off with the patient programmer and had not had any traumas, falls, medical procedures, or electromagnetic interference that could be related to the issue. She increased stimulation to 2.9 and planned to monitor her symptom control. She felt stimulation in the correct bicycle seat area. The patient planned to reassess and increase stimulation, or to contact her doctor for a recommendation and determine if or when she should change programs.